Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. No unexpected/beep anomalies were noted. Unable to perform operating currents, self-test and displacement test or verify watchdog timeout alarms due to full segment display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout. The customer blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return of the insulin pump. The customer also reported that the screen of insulin pump has a black rectangle. Customer stated that they were unable to clear the alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.